Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3596 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported at 9:00 on (B)(6) 2021, when PICC maintenance was performed for breast cancer patients, it was found that the peripherally intubated central venous catheter kit and accessory catheter outer part and the connector were damaged and leaked. After reporting to the specialist nurse, cut PICC catheter and replaced the connector and infusion connector again. It was stated if the PICC was damaged and not discovered in time, it may cause the patient's catheter to break and slip into the blood vessel.